Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) on behalf of the patient (his wife) alleging the patient¿s onetouch ping meter was displaying inaccurately high readings compared to an emergency medical services (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation as well as from additional information obtained from the reporter on (B)(6) 2013 during a follow up call. The reporter stated the alleged issue first occurred on (B)(6) 2013 at 10:15pm. The reporter stated the patient uses insulin pump therapy to manage her diabetes. The reporter stated prior to the start of the alleged issue the patient was exhibiting symptoms of ¿hallucinations and talking out of her head¿ which he associated with low blood glucose. The reporter stated he obtained a reading of ¿54mg/dl¿ on the lfs meter and he gave her an orange and a pepsi at an unknown time. The reporter stated several minutes later, his granddaughter checked the patient¿s blood glucose and a reading of ¿108mg/dl¿ was obtained. The reporter stated he believed the reading to be inaccurate therefore he contacted emergency medical services (ems) on (B)(6) 2013 at approximately 10:55pm and a reading of ¿35mg/dl¿ was obtained on the ems meter and the reporter stated the patient was given an unknown injection to increase her blood glucose. The reporter stated the patient was taken to the hospital and treated for diabetes and congestive heart failure (chf). The reporter stated the patient was discharged on friday, (B)(6) 2013 and readmitted on (B)(6) 2013 for shortness of breath related to her chf and is currently still in the hospital at the time of the follow up call. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claims due to the alleged issue the patient was treated by ems for hypoglycemia and severely low blood glucose readings were obtained by ems.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (09/24/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 9/18/2013 and 9/19/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (09/18/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on 9/13/2013 with the following findings: the meter passed testing, met specification, and no faults were found; pa was unable to duplicate the complaint. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. Retains were ordered and passed testing.the test strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.